Event description:
Procedure: gastric bypass. Reportedly, the initial surgery was performed at hospital and doctor reported no difficulty with the instrument. The doctor over-sews his staple lines as practice. The patient was discharged to home on pod #3. Patient was brought back to a different hospital secondary to tachycardia. Barium swallow was performed and noted leaking from the gastric pouch. The patient was brought back to the or in 2003 and there was a small leak noted from between the suture lines. The doctor could not visualize the integrity of the staple line at that time. He just over-sewed the existing suture line.